Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. Another manufacturer¿s stent was implanted at the same time as the original talent stent graft implant for an unknown reason. It was reported that on an unknown date the patient presented with 3 cm distal migration of the talent bifurcated stent graft from its original position with a proximal type I endoleak present. The cause of the stent graft migration was attributed to disease progression where the aortic neck measured 27 ¿ 28 mm in diameter and it was 1.5 cm in length. The physician decided to implant two endurant cuffs to address the migration and the endoleak. A wire was advanced up to the level of the renal arteries; however, it ended up going through one the stent rings from the other manufacturer¿s stent and when the sheath was advanced it pushed the stent up and tilted it over sideway. This happened because the stent was not opposed to the vessel wall due to the dilated aortic neck. The wire was removed and reinserted. The physician ensured that the wire went through the lumen of the stent. The stent was then ballooned in place. This was followed by implant of the two endurant cuffs which resolved the migration and endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration, endoleak); patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Conclusion: inherent risk of procedure (stent graft migration, endoleak); device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).